Event description:
Blue harmonic hand piece malfunctioned. Handpiece is a recycled handpiece. Tips and handle got unusually hot during use. Surgeon asked for a new handpiece as the potential for burn to patient or staff was an immediate issue. Neither patient nor staff injured by blue harmonic handpiece